Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead measured undefined impedance resulting in a lead impedance warning on two occasions and subsequently exhibited a null impedance value. It was further reported that noise was present on the lead and a fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.